Event description:
It was reported that the patient was in the intensive care unit (ICU) and multiple ventricular tachycardia (vt) episodes were observed in the ventricular fibrillation (vf) zone, premature ventricular contractions (pvc)s triggered torsades treated successfully with shock. The episode report stated the securesense algorithm inhibited therapy due to noise on the right ventricular (rv) lead, but no lead noise was logged. The noise also could not be reproduced and all impedance dropped. The patient was recovering.